Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, one of the needles detached. Reportedly, an x-ray was performed, and no needle was found; the location of the detached needle is unknown. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, one of the needles detached. Reportedly, an x-ray was performed, and no needle was found; the location of the detached needle is unknown. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that a small portion of the lead suture (with needle) was missing from the solid blue dilator and was not returned. Visual analysis of the returned capio device revealed no anomalies. Functional testing of the returned capio device showed that the carrier extended and retracted freely.